Event description:
The hosp reported that during a coronary artery bypass procedure, the pinch clamp on the blower mister broke into multiple pieces. Nothing fell into the pt and no intervention was required. The same device was used to complete the procedure without using the clamp. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).